Event description:
A consumer reported glare, haziness, and light sensitivity in her right eye. Yag treatment was performed. The indication for the yag has not been specified. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.